Manufacturer narrative:
The reported event of an air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the diagnostic procedure, while aspirating blood from the side port, air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.